Event description:
A pt was in the prone position on the jackson table. During surgery, the surgeon asked the anesthesiologist to tilt the bed towards the pts left side. The bed was unlocked and it flipped. The pt slid to the floor, was extubated and the intravenous catheter came out. The pt was reintubated immediately and lifted back onto table. The open wound was copiously irrigated.

Manufacturer narrative:
Device was evaluated and it was determined that there were a number of items requiring replacement. The table was in serious need of maintenance. Maintenance was performed and table is in use to date.